Manufacturer narrative:
Internal report #(B)(4). Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 100 to 140 mg/dl. Customer also received e-3 error; test strip error. Purchased meter on (B)(6) 2015. Testing performed once daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 11/19/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: lo (B)(6) 2015 06:51pm; 2: 138mg/dl (B)(6) 2015 06:56pm. Adverse event not reported.